Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reverting to the setup mode. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 9pm. The patient manages her diabetes with an unknown type/dose of insulin and it is "unknown if she took any action regarding her usual diabetes management routine in response to the alleged issue. The patient reported that she tested on another device (unknown brand) at 9pm that night and obtained a reading of ¿200mg/dl.¿ the patient didn¿t report any symptoms other than ¿high readings.¿ the patient reported that she self-treated by administering an unknown type/dose of insulin. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue did not occur immediately after replacing the battery. The issue remained unresolved after troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia and there was no delay in treatment since the patient had a back-up meter. However, this complaint is being reported because, the alleged product issue remained unresolved.